Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had esc and act buttons are harder to press and squirted insulin when priming a few times. The insulin pump had battery life was down to 6 days, insulin pump had rejected new batteries, had given random no delivery alarms twice a year. No harm requiring medical intervention was reported. The device will not be returned for analysis.